Event description:
Revision of shoulder components due to failed arthroplasty. The primary date of surgery was (B)(6) 2011.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided precluding a review of the device history record.